Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with a fluid to air exchange that could not be done. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the event occurred during a procedure. The procedure was completed after exchanging the system.

Manufacturer narrative:
The customer reported they could not perform fluid/air exchange (fax) with the system. The company service representative examined the system but was unable to replicate any issue related to the reported event. The company service representative noted that the customer mentioned the issue occurred when a cassette was reused. The company service representative reported finding excess balanced salt solution (bss) in the fluidics module. The company service representative retrained the customer on the proper use of the system and its consumables. The system was then tested and met all product specifications. The system was manufactured on october 29, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. No problem was found with the system; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).